Manufacturer narrative:
A non-conformance review could not be performed because no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no device(s) returned for evaluation; therefore, the affected product(s) could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. No corrective or preventative actions are required at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the tube was removed due to the x-ray showing something was wrong with the tube then an abdominal x-ray showed the tip off the tube in patient¿s stomach. Following day patient was re-x-rayed to see if tip was making its way to the exit but was found to be in same position. No extra procedure planned, just monitoring.